Manufacturer narrative:
Log file from the customer was received and reviewed by technical support. It is visible in the logs that the power button was triggered automatically frequently and sometimes there is a power button push-log visible followed by a next start-up log sequence. The issue reported by the customer is likely a hardware issue. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm o2 concentration high and the device was rebooting automatically. The patient was transferred to another ventilator. There was no confirmed patient harm.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed most likely internal pollution with electronically conductible dust. The root cause was attributed to power board - automatic on/off. CAPA: I-ch-19-033 was opened to addressed this failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.